Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:54:12. During night drain cycle three, the patient's ultrafiltration reading was 985ml, indicating the home patient (hp) drained 985ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The drain volume in question was not greater than 1.6 times the largest prescribed fill volume, and therefore does not meet iipv criteria. The false positive was due to an incomplete next cycle.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.